Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6).

Event description:
The patient experienced hypotension and procedure was cancelled. It was reported that faradrive steerable sheath clear was selected for use during a pulmonary vein isolation. During procedure, the patient's pressure tanked after groin access. Vasopressors were given to the patient and also a chest compressions were done. The procedure was cancelled. It was not confirmed whether the faradrive sheath or the versacross device may have caused it or if the patient had an anaphylaxis reaction to one of the drugs. No device malfunction was reported. It is possible that the patient was hospitalized beyond standard of care, but it was not confirmed. The faradrive sheath is not expected to return for analysis as disposed.

Event description:
The patient experienced hypotension and procedure was cancelled. It was reported that faradrive steerable sheath clear was selected for use during a pulmonary vein isolation. During procedure, the patient's pressure tanked after groin access. Vasopressors were given to the patient and also a chest compressions were done. The procedure was cancelled. It was not confirmed whether the faradrive sheath or the versacross device may have caused it or if the patient had an anaphylaxis reaction to one of the drugs. No device malfunction was reported. It is possible that the patient was hospitalized beyond standard of care, but it was not confirmed. The faradrive sheath is not expected to return for analysis as disposed. It was further reported that the faradrive and versacross connect were in the right atrium by the time the hypotension has occurred. Also, it was reported that both versacross connect and faradrive devices were working properly.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of hypotension is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of hypotension is a known inherent risk of the faradrive steerable sheath clear device. Hypotension is an expected procedural complication addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
The patient experienced hypotension and procedure was cancelled. It was reported that faradrive steerable sheath clear was selected for use during a pulmonary vein isolation. During procedure, the patient's pressure tanked after groin access. Vasopressors were given to the patient and also a chest compressions were done. The procedure was cancelled. It was not confirmed whether the faradrive sheath or the versacross device may have caused it or if the patient had an anaphylaxis reaction to one of the drugs. No device malfunction was reported. It is possible that the patient was hospitalized beyond standard of care, but it was not confirmed. The faradrive sheath is not expected to return for analysis as disposed. It was further reported that the faradrive and versacross connect were in the right atrium by the time the hypotension has occurred. Also, it was reported that both versacross connect and faradrive devices were working properly.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is(B)(6); reported here as phone number exceeded character limit for designated field.